Event description:
It was reported that the cassette was not attached properly. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log showed a number of cassette not attached alarms. Functional test was performed. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.